Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. Correction/removal number: z-0956-2020. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ""defects"" or has ""malfunctioned"". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act."

Event description:
(B)(4). Add: cust. Inquired why he was recommended to get on the pump when are inventory is low: expl. To cust. Situation with weather conditions leading to slower production in puerto rico. Cust. Suggested that a piece of metal on back on the pump instead of a little piece of plastic. Adv cust. That leadership looks at notes in order to make quality improvements to products. Cust expressed concern that the res comparment sticks up about half an inch. Thanked cust. For feedback and adv. Cust. That I would document it. No further asst. Required. (B)(4). Initial notes: cust. Mentioned that when he came home from work inquired what led up to the complaint. Customer response: cust. Mentioned that a little bulkier than the last one and when he went to moving wifes car from garage and when he got in the car that the part on the pump that the belt clip slides into that the one side came loose and he put crazy glue on it to put it back down. Bumped/dropped/cosmetic damage t/s per (B)(4). Customer states the pump has cosmetic damage. Customer states the damage to the pump was not caused by a vehicular accident. Customer states the infusion set does not show signs of damage. Customer states the reservoir does not show signs of damage. Customer states the pump does show signs of physical damage. 1. Type of damage is: crack. 2. Damage occurred: while getting into the car. 3. Location of the damage is: rails on back of pump. Adv pump will require replacement due to damaged belt clip rails. Explained that at the moment we are unable to provide immediate replacements for this issue due to low pump inventory levels. Offered a free case accessory to allow continued use of the pump with a clip. Adv a request for pump to be replaced once inventory is available will be submitted and that currently we hope to have inventory available for the replacement in the next few months. Adv medtronic will contact them prior to shipment being processed to confirm current shipping information. (B)(4). Adv to monitor the pump and call if issues occur. Customer's outcome pertaining to the complaint: will send cust. 1 leather case. (B)(4). Cust. Says that the pump is bigger and high on him and its hard to work with. Ship: 1 acc-803bk / return: nothing.